Manufacturer narrative:
Additional information has been received, which was not included with the initial complaint. The additional information has been provided with this report.

Event description:
It was reported via phone call that the customer's insulin pump alarmed motion sensor test failure. The customer was in an aquapark during the alarm and did not have a backup plan. Quickly acting was needed, because customer had high blood glucose. Advised customer to contact doctor, visit a hospital or manage with insulin pen. The customer's blood glucose was 25mmol/l. Advised the customer, insulin pump will be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call broken force sensor alarm. The alarm was detected during seating or regular delivery alarm. Customer's blood glucose level was 25 mmol/l. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with an open book and confirmed pump error in the download history due to corrosion at force sensor also, traces of corrosion was found at the electronic assembly per our visual inspection. The insulin pump had cracked case at the reservoir tube lip, cracked battery tube threads, cracked keypad center button, minor scratched lcd window and damage to the keypad overlay texture.